Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and hardware testing failed during the computer boot up. The computer froze in the appliance launcher. The cd/dvd drive was observed to be defective when attempting to install software. The computer froze when touching the screen. The computer, power supply and touch screen were replaced. The issue resolved. A full system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, the navigation system froze when starting up navigation. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: while troubleshooting the navigation system, it was found that the first computer shipped was not functioning as designed and was bad at installation. A second computer was then shipped for replacement. A computer for the navigation system was returned to the manufacturer for evaluation. It was reported that the computer displayed a distorted video output though the software functioned as designed. When a new graphics card was installed, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A second computer for the navigation system was returned to the manufacturer for evaluation. It was reported that the computer displayed a distorted video output though the software functioned as designed. When a new graphics card was installed, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The cd drive for the navigation system was returned to the manufacturer for evaluation. It was reported that the drive could read but not write. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The touch screen for the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The power supply was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.